Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 02-010-03-0335 - logic cr femoral cem, right, sz 3.5, (B)(6), 02-012-47-3509 - logic cr tib insert std, sz 3.5, 9 mm, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t.

Event description:
As reported, approximately 10 years and 2 months post the initial right total knee arthroplasty, the patient presented with knee pain. The surgeon removed all components and replaced them with a full revision knee from a competitor company. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.